Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and began treatment with vancomycin, gentamycin, rifampicin and fluconazole (doses, frequencies and routes not reported) for peritonitis on the same day as the onset. The cause of peritonitis was not reported. On an unreported date, the pd (peritoneal dialysis) catheter was removed and dianeal and extraneal therapies were discontinued. On an unreported date, the patient was switched to hemodialysis. Eighteen days after the onset of peritonitis, the patient experienced a heart attack. Treatment was not reported. On the same day the patient passed away due to the heart attack. An autopsy was not performed. The patient had not recovered from the peritonitis event prior to their death. No additional information is available.

Manufacturer narrative:
(B)(4). It was confirmed that the patient was not connected to the homechoice cycler at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.